Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, difficulty deploying the stent occurred. The lesion was pre-dilated with an apex 2.5x20mm balloon. The physician implanted a taxus express2 3.0x24mm drug eluting stent to the 90% stenosed lesion located in the calcified, moderately tortuous left main trunk (lmt) to mid left anterior descending (lad) artery. Post deployment, it was noted that the taxus stent was only partially dilated. The physician then attempted to use a quantum maverick 4.5x8mm balloon for post dilatation, but could not cross the stent. While attempting to cross the stent, the proximal portion of the hypo-tube of the balloon kinked. The balloon was then changed to a non bsc 4.0x15mm balloon and the taxus stent was post dilated at 22 atms. The stent was well positioned and well apposed. No patient injuries or complications were reported. Patient status post procedure is noted as good.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.